Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the actual pump pressure is significantly higher than the pump pressure displayed. Pressure was reduced via the console to successfully complete the procedure.